Manufacturer narrative:
Physio-control further evaluated the removed components and determined that the cause of the reported issue was actually due to the main keypad assembly. It was found that there was water damage around the power button due to a break in the seal at the bottom of the membrane. There was also a break in the electrical conductor to the center pad on the power button that prevented a complete circuit needed to power on the device. The root cause of the reported issue was isolated to the electrical conductor break on the center pad of the power on button.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and verified the reported issue. Physio replaced the device's lens assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.